Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure of a pt. During the attempt to deploy the stent, resistance was felt. The guide catheter stretched and the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.